Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient was scheduled for a revision on (B)(6) 2015. . If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 377875. Lot# v002521. Implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).

Event description:
It was reported by the manufacturer representative (rep) that they were asked by the implanting surgeon to check the patient's system prior to the them undergoing a surgical revision due to elective replacement indicator/end of service (eri/eos). The implantable neurostimulator (ins) was reaching the nine year shut off life. Impedance measurements were taken and the left side was okay while the right side all were >3600 ohms except for electrode 9 and 15 measuring at 555 ohms. The patient was reprogrammed to 9-10-14+15+ and then had a group measurement of 535 ohms and 2.198 ua. When electrodes 9 and 15 were removed there was no stimulation sensation and impedances were >3600 ohms and .105 ua. There were no therapy concerns noted and the lead configuration was reported to be correct. Information received later by the rep determined that the 8-15 electrodes were for the left side (arm) with the 9 and 15 electrodes working. The results would be given to the neurosurgeon so a decision could be made on how to proceed with the normal ins exchange. If additional information is received, a follow-up report will be sent.